Event description:
End user reports that while using 3 boxes of item number 830155 insulin syringes all purchased at once from an online distributor, from lot number 55135, with both insulin and an unknown type/brand of cancer medication that the cannula is bending in the center of the needle. The end user stated that injection sites are rotated between the arm, torso, thighs and gluteus maximus.

Manufacturer narrative:
No device was returned for testing. Initial trend analysis for lot 55135 was conducted, no malfunctions were found. This is the only complaint for lot 55135 and further investigation will be conducted to determine the root cause of complaint.

Manufacturer narrative:
Retained lot number 55135 was tested for stiffness, rigidity and resistance and after investigation the root cause could not be determined. The cmo determined that the reason for the needle tube being bent and broken is likely due to improper operation. A rigidity test conducted before release of lot 55135 shows no abnormalities however, the manufacturer will implement a hardening treatment to small sized cannula tubes to further improve the rigidity of the needle.

Event description:
End user reports that while using 3 boxes of item number 830155 insulin syringes lot 55135 all purchased at once from an online distributor, from lot number 55135, with both insulin and an unknown type/brand of cancer medication that the cannula is bending in the center of the needle. The end user stated that injection sites are rotated between the arm, torso, thighs and gluteus maximus.

Manufacturer narrative:
Retained lot number 55135 was tested for stiffness and resistance and after investigation the root cause could not be determined. The cmo determined that the reason for the needle tube being bent and broken is likely due to improper operation.

Event description:
End user reports that while using 3 boxes of item number 830155 insulin syringes all purchased at once from an online distributor, from lot number 55135, with both insulin and an unknown type/brand of cancer medication that the cannula is bending in the center of the needle. The end user stated that injection sites are rotated between the arm, torso, thighs and gluteus maximus.